Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-4020c-07 fastthread¿ biocomposite¿ interference screw 7 x 20 mm batch 15150027 was received for evaluation. Upon visual inspection, it was noted that the tip was broken off and there was a deep crack at the second and third threads. Additionally, deformation was observed at the tip due to the breakage. Functional testing was performed by introducing an ar-1996dc driver into the ar-4020c-07 fastthread¿ biocomposite¿ interference screw (7 x 20 mm, batch 15150027). No resistance was encountered during insertion; however, due to the breakage, the driver was unable to fully seat. The most likely cause of the reported failure is user error. This may include improper bone preparation, failure to fully seat the screwdriver, potentially leading to stripping of the hex and/or screw fracture during insertion or removal, as outlined in dfu-0111-eor2 fmt en for interference screws. G. Precautions. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the screw broke. All fragments were retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed per picture provided that shows the anchor was broken off and damaged. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.